Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, low sensing leading to undersensing was observed on the right ventricular (rv) lead. During follow-up, undersensing and loss of capture were observed on the rv lead. Diagnostic imaging was performed and confirmed dislodgement. Lead revision was performed and there was difficulty extending the helix of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were dislodgement, loss of capture, undersensing, high impedance, and helix mechanism issue. As received, a complete lead with a stylet and a clip-on-tool were returned in one piece for analysis. The reported events of loss of capture, undersensing, and high impedance were not confirmed. The impedance test couldn¿t perform due to the damaged connector pin consistent with procedural damage. Electrical testing did not find discontinuities but found internal shorts between conductors due to the inner coil being over-torqued which was consistent with procedural damage. The reported event of the helix mechanism issue was confirmed. X-ray found the inner coil was over torqued consistent with procedural damage. Visual inspection of the lead found the helix was retracted and clogged with blood and tissue. After cleaning, the helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of the helix mechanism issue was isolated to the over torqued inner coil and the helix being clogged with blood and tissue.